Manufacturer narrative:
Review of programming/diagnostic history was performed.

Manufacturer narrative:
Suspect medical device, corrected data: the initial report inadvertently reported this data incorrectly. Device manufacture date, corrected data: the initial report inadvertently reported this data incorrectly.

Manufacturer narrative:
Manufacturer device history records were reviewed. Review of the lead device history records confirmed all quality tests were passed prior to distribution.

Event description:
Additional information was received that attempts for lead product information are unsuccessful as the implant facility no longer has records from that date.

Event description:
Patient underwent vns therapy system replacement surgery because of "lead failure due to high impedance". Both the lead and generator were replaced. Device diagnostic testing at office visit in the month prior to surgery resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator battery had not reached end of life. The patient is reportedly in good condition following replacement surgery. No adverse event was reported in conjunction with the high lead impedance condition. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance. Lead break is suspected.